Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances during initial implant were all green & within range. Upon inspection at follow up programming it was determined that several right side impedances were registering out of range. No actions were being taken and the issue did not resolve. No symptoms were reported.